Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based upon the information provided for investigation, a general reagent issue is not likely.

Event description:
The customer complained of questionable results for multiple assays beginning in (B)(6)2015. Based on the data provided, 2 patient samples tested for intact human chorionic gonadotropin + the b-subunit (hcg + b) were erroneous. Erroneous results were reported outside of the laboratory. Patient 1 initial hcg +b result was 246.7 miu/ml. A second repeat result was 10000 miu/ml with a data flag. The result of 246.7 miu/ml was reported outside of the laboratory. An additional repeat result was 65730 miu/ml. The last repeat result was considered to be correct. On (B)(6) 2015, patient 2 initial hcg + b result was 144.3 miu/ml. This result was reported outside of the laboratory. The repeat result was 86000 miu/ml. The repeat result was considered to be correct. No adverse event occurred. The hcg + b reagent lot number was 183183. The expiration date was not provided.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Manufacturer narrative:
On 06/17/2015, during a service visit, maintenance and cleaning was performed on the analyzer. The pinch tube was also exchanged. Information was provided that test results for patient 2 were obtained from a different analyzer. (B)(4).